Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the knee transplant being loose. The surgeon performed a poly sway, went from a 9mm to a 15mm.